Event description:
The pt underwent a laparoscopic myomectomy. Physician used a double-toothed tenaculum instead of his usual single-toothed tenaculum for the procedure. When he picked up the myoma, he inadvertently picked up bowel too, and both were morcellated. A neat quarter-sized hole was immediately identified in the bowel. A general surgeon was brought into the procedure, a repair was done, and the procedure was completed. The pt remained in the hosp for 5 to 7 days post-operatively and was discharged home.